Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had a system explant on (B)(6) 2018 due to pain, numbness, and swelling at the ipg site and thigh. System interrogation prior to explant showed no issues. Patient reported the pain had decreased following the explant and that the numbness in the thigh had resolved.